Event description:
It was reported that prior to being implanted, the device indicated an out of range impedance observation, and an inquiry was made regarding how to clear this message. The device was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.